Event description:
It was reported that the patient felt a shocking sensation whenever the deep brain stimulator (dbs) implantable pulse generator (ipg) was turned off. The feeling typically lasted for several seconds and was felt throughout the patients body; the feeling was not isolated to the pocket or lead sites. There was no shocking sensation when turning the device on. The last database analysis reviewed found the ipg to be working as expected. The sensation did not occur much as the device was not turned off frequently, however, the issue did not resolve, therefore, the patient underwent an ipg replacement procedure and was doing better postoperatively.

Event description:
It was reported that the patient felt a shocking sensation whenever the deep brain stimulator (dbs) implantable pulse generator (ipg) was turned off. The feeling typically lasted for several seconds and was felt throughout the patients body; the feeling was not isolated to the pocket or lead sites. There was no shocking sensation when turning the device on. The last database analysis reviewed found the ipg to be working as expected. The sensation did not occur much as the device was not turned off frequently, however, the issue did not resolve, therefore, the patient underwent an ipg replacement procedure and was doing better postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was unable to be confirmed as no issues were found with the device upon analysis.